Event description:
It was reported that device data collection was off on the implantable cardiac monitor (icm). The patient was advised to have the clinic change the data collection setting with a programmer session. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.